Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a very calcified, 90% stenotic lesion in the atri0-ventricular branch and the posterior descending coronary arteries. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.